Manufacturer narrative:
The investigation for the reported vascular damage and removal issues has been completed. No product was returned for investigation. Field image confirms the torn cannula. The patient's vessel size had decreased since insertion and made removal difficult. There was bleeding and damage to the subclavian artery due to this and blood products had to be given and vascular repair. The root cause of the cannula detachment issue was most likely use related due to the pump requiring excessive force to be removed. The root cause of the vascular damage peripheral vessel issue was most likely patient condition related because the vessels had decreased in size since implant making removal difficult and excessive force was required, ultimately leading to vessel damage. The instructions for use referenced in the initial report is from IFU impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (united states), which now includes "(including ventricular perforation)¿ b2 is updated with box for death checked. B5-updated outcome h1-changed type of reportable event to death. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
Additional information states that the patient expired on support of the impella cp. The patient had developed dic and bleeding could not be controlled from the removal issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. When removing the impella 5.5, the blood vessel diameter, which was 5.5 mm at the time of insertion, was smaller than that, so the 5.5 could not be removed. The shaft broke when it was pulled by the physician. Removal of the impella from the femoral artery (fa) using a snare catheter was also attempted but was unsuccessful. The catheter shaft was held down with forceps and pulled, the catheter shaft came off from the cannula. Part of the device remained in the patient's body. The parts that remained inside the patient¿s body are from the cannula to the tip of the inhaler. The motor part was removed. An impella cp was inserted to provide circulatory support. Surgery was done to repair the vessel and blood products were given. It was further reported that bleeding occurred during the 5.5 removal and additional treatments were given due to the difficulty in removal. Additional information received stating that the remaining impella 5.5 cannula part was surgically removed. The tip of the inlet was located at the origin of the brachiocephalic artery, and the distal end of the cannula was located proximal to the anastomosis of the subclavian artery. The blood vessel was used to anastomose and bypass the healthy blood vessels on the central and peripheral sides of the subclavian artery. The bleeding was caused by the cannula that was stuck and had torn the subclavian artery. Although the subclavian artery was torn, there was no serious bleeding as it was covered with a cannula. After the cannula was removed, an artificial blood vessel was used to anastomose and bypass the healthy blood vessels on the central and peripheral sides of the subclavian artery. Artificial blood vessel replacement surgery was performed on the damaged area. Bleeding is treated with blood transfusions, but the exact number of units is unknown.